Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of erratic blood results. Meter results obtained (B)(6) at 5:24pm and (B)(6) at 5:04pm were 26mg/dl and 179mg/dl respectively. Based on parkes error grid analysis, the bias between these two results is in zone d. No adverse event reported.